Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a transvaginal hydrolaparoscopy (thl) procedure, two devices failed during the procedure. It was stated that the probe tip broke off on the first device and fell inside the patient. The device was replaced with another similar device and while completing the procedure, it was noted that the teflon pad on the second device became detached. It is unknown if the teflon pad fell inside the patient. A third similar device was used and the intended procedure was successfully completed. It was stated that the probe tip from the first device was successfully retrieved from the patient toward the end of the procedure. There was no patient injury reported.